Event description:
During evaluation at bench repair, it was identified during bench testing that the mx40 1.4 ghz smart hopping had no audio.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The speaker was confirmed to be defective. The customer was provided a replacement mx40 device.